Event description:
Customer reported infection/inflammation on both eyes. Patient was treated with lotemax gel/pred acetate. From day one patient states blurry vision, photophobia. Slit lamp exam revealed loose epithelium on both eyes. Patient states needs to rest eyes frequently and cannot drive long distances. Vision is blurry with some photophobia. Uncorrected visual acuity was 20/25-2 on the right eye and 20/60+1 on the left eye. Best corrected visual acuity was 20/20-2 on the right eye and 20/25+1 on the left eye. Patient experienced loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported this event only and did not request field service or clinical support. Customer believes that the event is thought to be caused by the besivance getting under loose epithelium post treatment. Patient had loose epi post treatment with no complications from the surgery. Placeholder.